Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A materials manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, rn, it was clarified that the blood leak occurred 6 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 240 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Event description:
A materials manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, rn, it was clarified that the blood leak occurred 6 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 240 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. The dn is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A materials manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, rn, it was clarified that the blood leak occurred 6 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 240 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A materials manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, rn, it was clarified that the blood leak occurred 6 minutes into the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 240 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the customer returned a dialyzer from the reported lot for evaluation. During the visual examination of the sample, a potted fiber fragment was observed on the non-cavity ID end of the dialyzer at approximately 45°, with the dialysate ports situated at 0°. The fragment measured approximately 0.81 mm from the potting surface. The opposing end of the fiber could not be isolated. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint..continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.